Manufacturer narrative:
(B)(4). The handle was not returned for evaluation since it had been recalibrated and brought back into tolerance during the standard recalibration process. Therefore , the cause cannot be determined. Typical contributing factors include spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.